Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that while priming the pump, insulin would dispense more quickly than it should and more insulin would be delivered than programed. It was reported that the pump was not priming the pump during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of a large prime volume observed in the prime history. There were over 10u primed on multiple occasions. The ez-prime steps were performed correctly. The 100u cartridge was correctly loaded and displayed on the screen. The pump was detecting the correct force. There were no hyper sensitive keys observed on the keypad. The pump was exercised for 24 hours with no alarms occurring. The pumps cover was removed and there was no internal moisture or damage found to the components observed. There was no debris observed on the cartridge compartment. The complaint was verified in the history but could not be duplicated during testing.